Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low impedance. Patient's lead impedance had been consistently in the low end of the limits. The patient experienced shortness of breath. The lead was explanted and replaced on (B)(6) 2019. Patient was stable after the procedure.